Event description:
It was reported that the nurse stated lcd screen black, but they can hear the pump running. Confirmed arctic sun device connected to medical grade wall outlet. Turned device off/on and then ignored "reservoir low" alerts. Emptied pads and restarted therapy, but screen died again a few moments later. They will send this device to biomed and request a new as. Advised to contact if they have questions later. Per follow up information received via phone on (B)(6) 2025, spoke with nurse who confirmed successfully changing devices on patient. They did not have the status of the original device at this time. Transferred to the biomed who stated a new control panel had been ordered for the device. It had not arrived for repair at this time.

Manufacturer narrative:
The device was not returned. The reported issue was confirmed. The root cause of the reported issue is a failed control panel. Confirmed arctic sun device connected to medical grade wall outlet. Turned device off/on and then ignored "reservoir low" alerts. Emptied pads and restarted therapy, but screen died again a few moments later. They will send this device to biomed and request a new as. Advised to contact if they have questions later. Per follow up information, nurse confirmed successfully changing devices on patient. They did not have the status of the original device at this time. Transferred to the biomed who stated a new control panel had been ordered for the device. It had not arrived for repair at this time. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Correction: b, d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed control panel. Confirmed arctic sun device connected to medical grade wall outlet. Turned device off/on and then ignored "reservoir low" alerts. Emptied pads and restarted therapy, but screen died again a few moments later. They will send this device to biomed and request a new as. Advised to contact if they have questions later. Per follow up information, nurse confirmed successfully changing devices on patient. They did not have the status of the original device at this time. Transferred to the biomed who stated a new control panel had been ordered for the device. It had not arrived for repair at this time. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated lcd screen black, but they can hear the pump running. Confirmed arctic sun device connected to medical grade wall outlet. Turned device off/on and then ignored "reservoir low" alerts. Emptied pads and restarted therapy, but screen died again a few moments later. They will send this device to biomed and request a new as. Advised to contact if they have questions later. Per follow up information received via phone on 06aug2025, spoke with nurse who confirmed successfully changing devices on patient. They did not have the status of the original device at this time. Transferred to the biomed who stated a new control panel had been ordered for the device. It had not arrived for repair at this time.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated lcd screen black, but they can hear the pump running. Confirmed arctic sun device connected to medical grade wall outlet. Turned device off/on and then ignored "reservoir low" alerts. Emptied pads and restarted therapy, but screen died again a few moments later. They will send this device to biomed and request a new as. Advised to contact if they have questions later.